Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic medical technician reported loss of suction in a patient's right eye after the laser had fired during laser assisted flap procedure. A new patient interface was used and the procedure was completed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of historic complaints performed show that reports of suction issue against the system patient interface are not malfunction related. The suction issues as reported were unable to be replicated and the patient interfaces found to meet specifications. (B)(4).